Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: on examination, there was no visible damage to the keypad. On testing, the ok button had intermittent response. The up arrow, down arrow, and contrast buttons responded properly. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button. Unrelated to the original keypad complaint, the display was found to be dim and discolored.